Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their ins was replaced as a result of a malfunction. They added that they started experiencing zapping and pain in their bladder area. They also said that they saw their healthcare provider (hcp) who checked the device and told them that the impedances were off so they were reprogrammed, but the ins heated up a couple days after the appointment. The replacement resolved the zapping, pain and warm ins issue. No further patient complications have been reported as a result of this event.